Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose level at the time of emergency room visit was around 400 mg/dl. Significant events leading to the emergency room visit included: high blood glucose and blood pressure. Customer was wearing the pump at the time of emergency room visit. Customer declined to troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.